Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparo alloplastic surgery with hernia defect of 23x13 cm treated by placing a parietene composite synthetic mesh. According to the reporter: the surgery was performed on (B)(6). The post operative process was normal till (B)(6). On (B)(6), the pt had hyperpyrexia and also the day after. On (B)(6), a tac was performed with evidence of a "free areas" under the skin. Subsequently, the abdominal drainage had fecaloid characteristics. Here once the mesh was removed, there was a wide lack of tissue of the anterior wall, 4-5 cm dimension. The mesenteric wall was instead vital thereby precluding the genesis of ischemic perforation. A right hemicolectomy was done involving also the transverse colon till the point of perforation. Closure of the distal and transverse stump and a terminal ileostomy was performed. The wound was left open with negative pressure dressing.